Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in bahrain. On (B)(6) 2024 it was reported that the patient faced hyperglycemia due to bent cannua. Event occurred on the first day of insertion on the abdomen. At the time of the event the blood glucose level was reported to be 15 mmol/l. The patient was treated by using the insulin pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.